Event description:
It was reported that the customer ate a late lunch and when they ate dinner, they delivered a bolus and were confused if they gave the bolus correctly and delivered an additional override bolus before they went to bed and turned on their alternate profile for sleep mode. The customer's blood glucose (bg) level subsequently decreased to 37 mg/dl. Customer consumed four apple sauce packs to address bg. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.